Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera elite video system center for use, it was found to have an intermittent image due to a loose digital port when plugging in the scope. There was no patient impact related to this occurrence.

Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 7 years) leading to the video connector receiver wearing out and the connection became loose. This causes the electrical contacts of the video connector receivers to become unstable, resulting in a problem in which the image is interrupted.